Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that imaged intermittently due to communication failure caused by cable failure. It is likely that the cause of cable failure was due to internal flooding from cut in the cable. The event can be detected/prevented by following the instructions for use which state: [never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.] Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, camera head, to the olympus service center. Upon inspection and testing of the returned device, it was observed that image ghosting and distortion intermittent due to a faulty cable, kinks and hair line cracked on boot camera head connector (unable to take picture), cut on cable, failed leak test, and dead pixel shows on image occurred. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process found the image was ghosting/distorted due to a faulty cable, there were dead pixels on the image due to faulty camera chip (ccd), the connector was cracked, the unit failed the leak test due to cut on cable and hair line crack on boot at the camera, the cable had cuts/kinks, kinks and there was a minor hair crack on the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.